Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with blank display. The customer states they were trying to test their blood glucose level and notice pump blank. The customer's blood glucose level at the time of incident was 276mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with the currents within spec and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No blank display. The lcd board ok. The battery compartment side ok. Not heating up or getting hot. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.